Manufacturer narrative:
It was reported to philips that a vulnerability scan of the server running iscv (intellispace cardiovascular) and ibe (intellibridge enterprise) has been performed and it was identified that common vulnerabilities and exposures (cve) 2025-4517 is present on the system. The customer would like to know the impact of this vulnerability to their system. No adverse events or harm were reported. There is no allegation of death or serious injury. Based on the results of the analysis, iscv (intellispace cardiovascular) is not impacted as the vulnerability is related to python and iscv does not use python. Iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable. Note: evaluation results and conclusion FDA c-code have been updated.

Event description:
It was reported to philips that a vulnerability scan of the server running iscv (intellispace cardiovascular) and ibe (intellibridge enterprise) has been performed and it was identified that common vulnerabilities and exposures (cve) 2025-4517 is present on the system. The customer would like to know the impact of this vulnerability to their system. The device was in clinical use at the time of the event and no adverse events or harm were reported. Philips has started an investigation of this complaint.